Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 368608, batch no. Unknown. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the needle caps are breaking off causing a needle stick, there is also concern for the product being flimsy. The following information was provided by the initial reporter: I work with the phlebotomy team. We have experienced an increase in needle sticks. During the after incident report, it was noted that the eclipse device might be the issue. Staff reported some of the devices needle caps are breaking off went they press down to secure needle for disposal. This is causing their finger to slip and be stuck with a dirty needle. They also had concerns regarding the integrity of the material. They feel the needle and the cap are very flimsy. Customer has concern that needles are too long.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
Material no. 368608, batch no. Unknown. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the needle caps are breaking off causing a needle stick, there is also concern for the product being flimsy. The following information was provided by the initial reporter: I work with the phlebotomy team. We have experienced an increase in needle sticks. During the after incident report, it was noted that the eclipse device might be the issue. Staff reported some of the devices needle caps are breaking off went they press down to secure needle for disposal. This is causing their finger to slip and be stuck with a dirty needle. They also had concerns regarding the integrity of the material. They feel the needle and the cap are very flimsy. Customer has concern that needles are too long.